Manufacturer narrative:
On 02-mar-2020, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 18-jun-2020, mentor received additional information about the event. It was initially reported that the explantation date is (B)(6) 2020. New information states that the explantation date is (B)(6) 2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 28-jul-2020, the mentor failure analysis lab received the device for evaluation. On 17-aug-2020, mentor received additional information about the event. The patient had both of her breast prostheses removed and they were replaced with mentor memorygel breast implant 590cc gel breast prostheses. On 17-aug-2020, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced a rupture in the breast implant. During a visual inspection, the device was found to be ruptured and it was received in three (3) parts. Shell abrasion was found in the edged of the tear. The evaluation determined that the loss of shell integrity is consistent with a rupture caused by wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, breast implants may also wear out over time. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Rupture complaint information is consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: right breast prosthesis rupture. Concomitant medical products: mentor memorygel breast implant 375cc gel breast prosthesis, catalog #3503751bc, serial #b)(4). Manufacturer¿s reference number: b)(4).

Event description:
It was reported that b)(6) caucasian female patient underwent a primary breast augmentation procedure with a mentor memorygel breast implant 400cc gel breast prosthesis that ruptured after implantation. Rupture of the patient¿s right breast prosthesis was confirmed by MRI. As a result, the patient will undergo explantation on b)(6) 2020.